Event description:
It was reported that there was a loudspeaker error. It is unknown if the device was in clinical use. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker error on their intellivue multi measurement server x2. It is unknown if the device was in clinical use. There was no adverse event reported.